Event description:
Customer received a result of 4.8 mmol/l on mobile system 1, and a result of 2.6 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. The customer was able to self-treat. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 278252, expiration date 01/31/2015). (B)(4).